Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of med es - failed drawers was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) removed the back panel of main drawers 5.1 and 5.2 for maintenance. The fse powered down the station and removed the pyxibus cable connected to all drawers. During the inspection, the fse found a worn section of the cable where metal-to-metal contact had occurred, causing the drawer to malfunction. The fse replaced the cable, and the customer subsequently logged in and inventoried the drawer. The fse also performed a hardware test application (hta) test, which confirmed that the station operated as designed with no issues observed. During dchu visual inspection: pn 120547-01: the unit revealed signs of thermal damage, including exposed copper strands with sharp bends and visible burn marks. No fluid ingress or other anomalies were observed. During dchu testing: pn 120547-01: no testing was required due to evidence of thermal damage, with exposed copper strands and burn marks observed on the assy cbl pyxibus 6 drawer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue med es - failed drawers was due to the damaged of the assy cbl pyxibus 6 drawer (pn 120547-01) with signs of exposed copper strands which led to the observed thermal damage compromising the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to detect on bus. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. As per part investigation, it was determined that damaged of the assy cbl pyxibus 6 drawer (pn 120547-01) with signs of exposed copper strands which led to the observed thermal damage. There were no adverse events or injuries reported based on this event.